Event description:
The manufacturer received a voluntary medwatch regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged sinus problems and ear problems along with dizziness and headaches. The patient has stated they have been to several different specialist however they have not been able to pinpoint or diagnosis a cause to these systems. The patient states the have stopped using the philips device as it was making them significantly dizzy. The patient has reported they is an ozone cleaner with the CPAP machine and would find black specs in the filter. The patient stated they have an upcoming appointment with a new doctor to see if there are any physical changes to their nasal mucosa that may be related to degraded form. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.